Manufacturer narrative:
Phone number not provided.

Event description:
It was reported to philips that the device defibrillator is giving a "shock failure" error. There was no reported patient involvement.